Manufacturer narrative:
The log files at the central station show that there was an alarm and that a user at the central station acknowledged (silenced) the alarm. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that no alarm was generated by the system while the patient was suffering a heart attack. Patient died without notice of users.